Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained ventricular lead noise and oversensing of a signal before qrs were noted. Programming changes were suggested. No programming changes were made. The patient did not show up to the clinic.